Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction a4- weight correction d10- should have been drg lead (x3) rather than drg (x3)

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein it was attempted to explant remaining portion of the lead, however lead was unable to be removed from the sacrum.

Event description:
It was reported that during a drg system removal on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-11189], the left s1 lead was fractured when attempting to remove the lead and the lead was unable to be fully removed. As a result, surgical intervention may be undertaken to remove remain portion of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.